Manufacturer narrative:
Image review: two images have been provided showing the patient's leg with rash. The two photos are of the patient¿s lower leg. The patent¿s skin has tiny red dots in both pictures.

Event description:
Patient had bilateral iliac stents. 3 in.pact admiral balloon catheters were used to treat the lesion in the popliteal to popliteal/tibial trunk. Protege stent was implanted in the iliac artery to complete the procedure. Physician flipped patient over and accessed the popliteal artery to deliver the dcb into the sfa. Patient had just recently had shingles. Dr. (B)(6) was the physician that did the procedure but sales rep was contacted by dr. (B)(6) the following week. Patient had shingles prior to this but physician said the rash was different than the shingles. The sfa mid to distal was treated through popliteal access however no rash occurred on this portion of leg it was all distal to area treated. Patient was treated with steroids. Steroid was delivered orally steroid dose pack

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.